Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a surgery for femoral recon nail system (frn) was performed. During the procedure, while inserting the nail, the impactor driving cap with threaded for insertion handle broke off while using the hammer. The surgeon hammered on the insertion handle after the impactor broke off. The procedure was successfully completed with a short delay. Patient outcome was good. Concomitant device reported: insertion handle: (part# 03.033.001, lot# unknown, quantity# 1), nail: (part# unknown, lot# unknown, quantity# 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report: concomitant medical products, report source, device manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.523; lot: l052029; manufacturing site: (B)(4); release to warehouse date: october 06, 2016. The device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection. Investigation site: (B)(4); selected flow(s): 5. Broken. Visual inspection: upon visual inspection of the complaint device, it can be seen that the threaded tip is broken off as reported, thus confirming the complaint description. Furthermore, the other end is showing numerous deformation and dents from hammer blows. In addition, it's visible that the part got hit from the lateral direction. Otherwise, the part has some scratches and dents on the surface. Document/specification review: drawings and revisions are in accordance to DHR of production lot: l052029. All relevant features are defined on the used drawing revisions of DHR of production lot: l052029. A DHR review was performed for the affected lot; 50 parts were delivered to the warehouse; no abnormalities or deviations were detected which could lead to the complaint failure. The article was manufactured in october 2016. No nonconformance reports (ncrs) were marked in the DHR during production. Moreover, a review of our complaints data base shows that there are no other complaints for this issue from this article and lot number. Dimensional inspection: during investigation, the diameter 7.80 +/-0.10mm (specification) was measured with a micrometer. The measure, result, 7.788mm, is within accuracy. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy because of the damage. Material or hardness review: based on DHR review, we are able to confirm that the part had the right hardness. Summary: there is no particular information on what's happened to this article by the customer. Unfortunately, we are not able to determine the exact reason for this occurrence. We have to assume that during the operation, an application error may have taken place or/and that inadequate connection to the insertion handle part in conjunction with high applied mechanical force led to this damage. To prevent such problems, it is necessary for worn or damaged instruments to be replaced and/or to be operated according to the technique guide; ¿if necessary, insert the nail with light hammer blows. Thread the driving cap into the insertion handle in the first (medial) slot and tighten it to the insertion handle, using the pin or ratchet wrench.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. After the preliminary manufacturing investigation of the returned devices, the initially reported concomitant insertion handle is determined as the impacted device and is no longer considered as concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.